Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder (tube) contains foreign objects, air/water tube contains foreign objects, and connecting tube contains foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported image distortion due to scratch on objective lens and the additional malfunction identified during the investigation cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited image distortion. The issue occurred during a diagnostic colonoscopy procedure and was completed using an olympus backup device. There were no reports of patient harm.